Manufacturer narrative:
Siemens has completed an investigation of the reported event. No abnormality was found which would indicate a system failure or malfunction and no non-conformity was identified. The complete examination of the patient's shoulder area lasted 6.1 min with an active scanning time of 3.7 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the first level mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 36% of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 8.7 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). According to the provided photos, the patient suffered severe burns on the inside of the lower arm. Assessment of the provided photos indicates a 3rd degree burn and a burned hole in the t-shirt which was worn below a hospital gown. It was reported that the burn on left side was close to or in direct contact with the bore. It is probable that the arm of the patient was lying on the body without a distance cushion, creating an rf-loop. In addition, the touching of the body coil (bore) might have increased the rf-current. It may be possible that the t-shirt contained metallic fibers increasing the conductivity. The shape of the burn appears to be going in a stripe around the arm. This would suggest that the patient had a metallic bracelet or watch around the arm. The system was checked by the siemens service engineer and found to be operating within specification. No hardware or software problem was found which would explain the reported burns of the patient. The root cause for the burn is most likely an rf current loop (skin-to-skin-contact between arm and body and skin-to-bore-contact). It is also suggested that the patient wore electrically conductive material around the left forearm/wrist during the examination. These effects are described in the magnetom avanto operator manual - mr system syngo mr b19 (a.2-5ff). It is always recommended to follow the instructions given in the operator manual regarding correct patient positioning in order to avoid such incidents in the future. -ensure that the patient is free of metallic rings, chains, or electrically conductive materials worked into items of clothing (for example, brassiere support wires, metallic appliqués or woven metallic yarns). Always position the patient so that the patient's arms are aligned with the torso and ensure that hands, arms, and legs do not touch (minimum distance: 5 mm). Ensure that the minimum distance of 5 mm is maintained between patient and tunnel covering. To ensure this distance, use positioning aids, e.g. Blankets made of linen, cotton, or paper, or dry material that is permeable to air. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination with the magnetom avanto system. It was reported that a patient suffered a burn to the left forearm during a shoulder examination. According to the pictures provided, the burn is considered to be a third degree burn and suggests that the patient was wearing something around the wrist or forearm during the examination. At this time it is not known what medical treatment was provided to the patient. Siemens has requested additional information in order to conduct an investigation of the reported event.